Event description:
It was reported that two blades broke at the mount where it connects to the saw. There was no pt injury reported.

Manufacturer narrative:
Actual device has not been evaluated. A device from the same lot was dimensionally inspected.